Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 580 mg/dl with moderate ketones. Customer required assistance addressing bg level with manual insulin injections. Suspected cause was due to the customer¿s alert volume requiring adjustments. System check with tandem technical support confirmed the pump was functioning as intended.